Manufacturer narrative:
G4: 06aug2020. B4: 07aug2020. It was reported to philips that the alarm led indicator was not working. The technician replaced the power overlay and alarm led pcba to repair the led indicator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported that the display is not functioning. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse reset the display backlight connector cable and fixed them properly. The display now functions as intended.